Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: lasso catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation for atrial fibrillation using a smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture had been performed using an unknown needle. The smart touch unidirectional catheter and the lasso catheter had already been removed from the patient and the procedure had been completed successfully when the pericardial effusion was noticed. The pericardiocentesis yielded an unknown amount of fluid. The patient fully recovered with no residual effects. The patient did not require extended hospitalization as a result of this adverse event. The physician's opinion regarding the cause of this adverse event is that it was procedure related. Patient factors that may have contributed to the event are that the patient had a very thick septum secondary to previous procedures, therefore access and maneuverability around the atrium was difficult. The patient did receive anticoagulation with acts maintained in an unknown range. Irrigated catheter flow was set at 2-17ml/min and 30 ml/min. There were no error messages on any biosense webster equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.